Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery the impactor attachment broken. No parts fell into the patient.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: ball head impactor damaged. Event summary: it was reported that during impaction the instrument broke. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the ball-head impactor attachment has been returned for an investigation. There are multiple deformations along the rim of the spherical surface. Additionally there is a fracture close to the threads of the instrument. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design or intended performance: not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible, according to material compatibility specification the material has been tested. Moreover, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Instrument breaks due to degradation of material due to cleaning and sterilization: possible, as the might have experienced many sterilization cycles, which has caused or contributed to the cracks. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling: possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is possible. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling: possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use: possible, as the deformations indicate that an abnormal use might have occurred. Conclusion summary: the instrument has been returned for an investigation. It has several deformations and a crack close to the threads. Based on the returned product and the given information the complaint could be confirmed. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Excessive forces must have been applied on the instrument, leading to the deformations at the rim of spherical surface. A degradation of material due to cleaning and sterilization might have also contributed the fracture of the instrument. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).